Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product has not returned to j&j medtech orthopaedics; however photos were provided for evaluation. Visual inspection of the returned photos found the plates deployed and still attached to the suture. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, the failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism starts its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per instructions for use (IFU), it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the deployer returned. The deployer had signs of use and does not show structural anomalies. The plates were completely deployed. The suture was frayed. The red trigger was found in a normal shape. No anomalies could be observed. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 12 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure, the failure reported could be related to a trigger mishandling, if the trigger was activated unintended, the deployment mechanism starts its process and when the trigger was used in the procedure, both implants would be deployed at the same time in the first shoot. As per instructions for use (IFU); it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue; once inside the joint space, remove the instrument. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from colombia that in the middle of an unspecified surgical procedure it was observed that after the surgeon positioned himself at the meniscus, and deployed the truespan 12 degree peek suture device, two peeks were deployed in one shot. There were no adverse consequences to the patient. No additional information could be provided.